Event description:
The head section of the stretcher is moving after the brake is set.

Manufacturer narrative:
The tech found the steer and brake casters were bent. The tech replaced the two casters to repair the stretcher.